Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect sars-cov-2 igg results on a (B)(6) caucasian male patient when compared to other methods. The results provided were: (B)(6) 2020 architect sars-cov-2 igg initial: negative (0.79 index) (cutoff <1.4 index = negative), repeated positive (1.93, 1.92 index); previous result from (B)(6) 2020 was positive (1.89 index); pcr positive (B)(6) 2020. No impact to patient management was reported.

Manufacturer narrative:
In this case the customer obtained discrepant results for one patient sample when testing was performed using architect sars-cov-2 igg reagent lot 16311fn00. The (B)(6) male patient sample tested negative for the architect sars-cov-2 igg on (B)(6) 2020 returning a result of 0.79 index. The retest results on the same day were positive, with 1.93 index and 1.92 index. The patient had tested positive in (B)(6) 2020 with the architect sars-cov-2 igg assay returning a result of 1.89 index and tested positive with rt pcr with nasopharyngeal swab in (B)(6) 2020. The complaint investigation for a false negative result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 16311fn00 was completed. The review of complaints for the lot number and trend data for the product have been reviewed and no trends have been identified. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house specificity and sensitivity testing for reagent lot 16311fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. Two architect instruments were calibrated with the complaint lot and controls were ran. Twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. The exact reason for the negative result observed by the customer is unclear however, it is possibly due to a sample integrity or instrumentation issue. The architect sars-cov-2 igg package insert informs on sample handling and storage and the architect systems operation manual advises on probable causes for erratic results. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 16311fn00 was identified.